Event description:
It was reported that the device system was to be removed due to endocarditis. The extraction of the rv(right ventricular) lead resulted in an rv apex tear. Leads were not able to be extracted due to emergency stenotomy. The patient was admitted to the intensive care unit post surgery. It was later determined the patient died 3 days later. The cause of death has been reported and not received. There is no allegation from a health care professional that the death was device related. Follow up revealed the patient had chronic mrsa bacteremia that was treated with multiple courses of antibiotics without improvement. It was decided to remove the device system as lead vegetation was reported and "probably causing the endocarditis."

Event description:
It was reported that the device system was to be removed due to endocarditis. The extraction of the rv(right ventricular) lead resulted in an rv apex tear. Leads were not able to be extracted "due to emergency stenotomy." The patient was admitted to the intensive care unit post surgery. It was determined the patient died 3 days later. The cause of death has been reported and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. During the surgery, the rv apex tear was noticed right away, CPR was begun, blood products were given, and repair was done. Patient transferred to ICU and the next day had ventricular tachycardia requiring cardioversion. The patient was comatose and it was felt that she had experienced some sort of neurological event. The decision was made after speaking with the family, to withdraw care and the patient expired.